Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 134 mg/dl. The customer stated that pump delivery was stopped. Troubleshoot was performed for critical pump error and customer was unable to clear the pump errors, power loss alarm and program the pump. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 40 alarm noted in the pump history and critical pump error alarm during testing due to moisture damage electronic assembly on the printed circuit board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. No frozen display noted during testing. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, scratched case and minor scratched lcd window.